Manufacturer narrative:
The product investigation was completed. Device evaluation details: a visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed for the finished device 00001424 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due the conditions observed in the hemostatic valve conditions, an internal action has been opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a right sided atrial flutter (r-afl) ablation procedure, the dilator would not advance at all into the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It looked like the internal seal came out, and became bent inside the hub which completely blocked the sheath. The sheath was replaced, and the issue resolved. Procedure was continued. No patient consequences were reported. On 1/22/2021, the complaint device was inspected, and it was found the hemostatic valve was dislodged inside the hub. This confirmed a separation. The sheath obstruction is not MDR-reportable. Hemostatic valve dislodgement is MDR-reportable.